Event description:
It was reported that the patient presented for a pacemaker implant procedure. During procedure, it was observed that the helix of the right ventricular lead failed to be retracted. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Final analysis found the complete lead was returned in one piece with the helix extended/stretched/bent and clogged with blood/tissue. X-ray examination found severely overtorqued of the inner coil consistent with procedural damage. The cause of the reported event was due to the stretched/bent helix and overtorqued inner coil in the connector region consistent with procedural damage.

Event description:
New information received notes that the helix of the right ventricular lead failed to retract after it was placed in the patient's body.